Event description:
It was reported that during a salpingo-oophorectomy procedure, after hitting metal the tissue pad was damaged. No piece was in the patient. They used another device to complete the case. No patient consequence were reported.

Manufacturer narrative:
Date sent: 05/29/2007.